Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer only hears the beep when they inserts the strips and unable to saw anything on the screen. Customer reported that they tried to send the readings, but it did not transfer it to the insulin pump. Customer confirmed that the meter did not drop or exposed to any fluids. No further details were given. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.